Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 60 mg/dl. The customer states the pump is not turning on at all with the replacement of the battery. The customer declined to troubleshoot for low blood glucose. Troubleshooting was performed for blank display and noticed display is blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.